Event description:
It was reported that the cot has a weld break on the right hand side of the cot. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Upon completion of the manufacturer's investigation it was determined that there is not a potential risk to safety associated with the partially damaged weld issue. The cracked welds did not impact the functions of the cot and the cot was still able to transport patients if needed. There was no report that the cot would not have been able to support patient weight and the device evaluation did not indicate that the weld would result in the unit not able to hold patient weight.

Event description:
It was reported that the cot has a weld break on the right hand side of the cot. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.